Manufacturer narrative:
H3 other text : device is not available.

Event description:
Product information product code: 329505 product description: needle pen insulin 30g x 5mm duo && autoshield bx/100 p64 lot/serial #: (B)(6) problem information writer gave patient 12 units of insulin subcut per proper technique, after injection red stopper did not show by needle. Needle and patient's skin were not wet with insulin. Writer therefore unsure if patient received insulin dose or not. Educator and endocrine service notified.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.